Event description:
It has been reported to co that during the procedure the gasket of this device dislodged. The device was removed and replaced with no reported injury to the pt. The device is being returned for co's evaluation.